Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the tips on the prograsp forceps instrument would not close. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was returned and evaluated. Failure analysis investigation was unable confirm the customer reported failure mode. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.